Manufacturer narrative:
Investigation: visual inspection revealed that one side of the bisector hub was melted and somewhat charred. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon the visual observations, the reported complaint for "insulation worn off" was confirmed as part of the hub and melted. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview bisector was not working properly. The hospital stated that the insulation was worn off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.